Event description:
Customer reported unexpected negative results when testing a sample with panoscreen I and ii, lot 08014. N-hance and peg were used as potentiators. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The reactivity of the d antigen was confirmed on retention panoscreen I and ii, lot 08014. Returned sample (reported to have anti-d due to passively administered rhogam (rho)) was tested with retention panoscreen I, ii and iii, lot 13081. No reactivity macro/micro was observed at indirect antiglobulin test (iat) phase. The antibody due to rho was below the threshold of detection for peg/liss methodology. Customer also returned a second patient sample containing anti-e that resulted positive on the echo, but gave unexpected negative reactions using the same lot of panocreen ii cells and potentiator. The sample was tested with retention panoscreen I, ii and iii, lot 13081. The sample exhibited 2+ reactivity with e+ reagent red cells with peg and weak to 1+ reactivity with n-hance. We were not able to reproduce the customer's observations. The reactivity of the e antigen was confirmed on retention panoscreen I, ii and iii, lot 13081.